Event description:
It was reported that the blood bag tubing had a kink near the port of the reservoir. This was discovered when returning blood to the patient. The blood was hard to flow. All of the patient¿s blood was able to be re-infused. The patient also required an unknown amount of bagged blood. It is unknown if the additional bagged blood was related to the slow re-infusion. There were no adverse consequences related to the event.

Event description:
It was reported that the blood bag tubing had a kink near the port of the reservoir. This was discovered when returning blood to the patient. The blood was hard to flow. All of the patient¿s blood was able to be re-infused. The patient also required an unknown amount of bagged blood. It is unknown if the additional bagged blood was related to the slow re-infusion. There were no adverse consequences related to the event.

Manufacturer narrative:
It was initially reported that pre-donated blood was required. However, it was discovered after this MDR report was submitted that pre-donated blood was not required. There were no adverse consequences, no pre-bagged blood or other medical intervention was required. All of the blood was able to be reinfused. The review of the risk documentation and the reported information regarding this event do not suggest a recurrence of this event would result in a serious injury. No malfunction report will be filed.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. The device will not be returned for evaluation.